Manufacturer narrative:
(B)(4). The device was received and evaluated. The alarm was reported unknown, but review of the event history log verified the alarm to be a system error 2240. A visual inspection was performed with no issues noted. Functional tests, including full functional testing, electrical safety testing, calibration, and simulated therapy, were performed with no issues noted. The device met all specifications in testing. The cause of the reported issue could not be determined through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the homechoice machine was identified. The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified system error alarm occurred on the homechoice machine (no details provided). It is unknown if the patient was connected at the time of the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.